Event description:
The pt had a brain MRI which resulted in a device power-on-reset. The device was unresponsive to telemetry attempts by the physician programmer, the pt programer, and recharger. Follow-up with the MFR representative revealed that the power-on-reset was successfully cleared and the stimulation was working properly.

Manufacturer narrative:
(B) (4).